Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical product: trabecular metalâ¿¢ posterior stabilized monoblock tibial component: striped yellow, size 3 e-f, 10mm, catalog# 00588606310, lot# 62653357; palacos r+g, catalog# 66022663, lot# 79344410; lps-flex gender solutions female (gsf) femoral component porous, catalog# 00576201551, lot# 62499028; inset all poly patella size 26 mm dia. Standard 7.5 mm thickness, catalog# 00597206526, lot# 62983998; unknown nexgen articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03354, 0002648920 - 2017 - 00307, 0001822565 - 2017 - 03355.

Event description:
It was reported that patient underwent a stage one of a two stage revision due to infection and pain 6 months post a washout procedure.